Event description:
Adverse event received 01.03.2024. Event description: poor wound healing. The patient underwent surgery for lumbar disc herniation. The doctor used hemostatic gauze and fluid gelatin during the surgery, and the postoperative recovery was satisfactory. After 4 months of surgery, the patient experienced poor wound healing, and the doctor provided debridement and drainage. The wound healed and the patient was discharged from the hospital. The patient was a 33-year-old male, operated on (B)(6) 2023, event occurred on 15.11.2023. Follow-up information was received on 13.03.2024 stating: on (B)(6) 2023, the patient underwent surgery due to lumbar disc herniation, surgiflo, surgicel and implants were normally used, postoperative recovery was ok. The patient had poor wound healing 4 months after the operation, and was given debridement, drainage and recovery is ok. Implants were also used intraoperative. Surgicel was used to address active bleeding. The physician is unsure as to the cause of or contributing factors to this event; the patient is weak and immunocompromised. As for the patient's status, the recovery is ok. 22.04.2024: the case was re-evaluated. When the surgeon is asked of the cause of the poor wound healing after 4 months and what the physician's opinion as to the cause of or contributing factors to this event, the reply is "unsure, the patient is weak and immunocompromised". Since the patient is immunocompromised and the event occurred 4 months after surgery, it is concluded that it was the comorbidities that caused/contributed to the event and not surgiflo thus no causal relationship between surgiflo and the event (no ae).

Event description:
Adverse event received 01.03.2024. Event description: poor wound healing. The patient underwent surgery for lumbar disc herniation. The doctor used hemostatic gauze and fluid gelatin during the surgery, and the postoperative recovery was satisfactory. After 4 months of surgery, the patient experienced poor wound healing, and the doctor provided debridement and drainage. The wound healed and the patient was discharged from the hospital. The patient was a 33-year-old male, operated on (B)(6) 2023, event occurred on 15.11.2023. Follow-up information was received on 13.03.2024 stating: on (B)(6), 2023, the patient underwent surgery due to lumbar disc herniation, surgiflo, surgicel and implants were normally used, postoperative recovery was ok. The patient had poor wound healing 4 months after the operation, and was given debridement, drainage and recovery is ok. Implants were also used intraoperative. Surgicel was used to address active bleeding. The physician is unsure as to the cause of or contributing factors to this event; the patient is weak and immunocompromised. As for the patient's status, the recovery is ok.